Event description:
A surgeon reported that there was poor cutting of the cutter during a procedure. The problem was solved after replacing the product with another one. There was no harm to the patient. No further information is expected for this case.

Manufacturer narrative:
The investigation is in progress. Samples have not yet been received for evaluation. The device history records (DHR) for the lots were reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. A root cause has not been identified. (B)(4).this report was mailed to FDA on: 06/11/2014. (B)(4).